Event description:
Smoke coming out from [oral-b rechargeable toothbrush] [device catching fire] black bits coming from the tooth head - oral-b rechargeable toothbrush [device leakage] case narrative: consumer e-mail stated that his son had informed there were black bits coming from the toothbrush head and that upon recharging, smoke was coming out. No injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Smoke coming out from [oral-b rechargeable toothbrush] [device catching fire]. Black bits coming from the tooth head - oral-b rechargeable toothbrush [device leakage]. Case narrative: consumer e-mail stated that his son had informed there were black bits coming from the toothbrush head and that upon recharging, smoke was coming out. No injury was reported. Follow up (01-dec-2025) - batch lot no. Added. No injury was reported. Follow up (19-dec-2025) - product investigation results: 'no manufacturing cause' and 'no design issue' identified based on investigation. No injury was reported.

Manufacturer narrative:
On 19-dec-2025, product investigation results were recieved: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.

Event description:
Smoke coming out from [oral-b rechargeable toothbrush] [device catching fire] . Black bits coming from the tooth head - oral-b rechargeable toothbrush [device leakage] . Case narrative: consumer e-mail stated that his son had informed there were black bits coming from the toothbrush head and that upon recharging, smoke was coming out. No injury was reported. Follow up (01-dec-2025) - batch lot no. Added. No injury was reported.